Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed no issues. A functional evaluation revealed revealed that the device continuously ran. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was staying open. The device also failed the weight test. The piston migration was at 2.1 inches. The reported complaint of "noisy" was confirmed and the root cause is a defective solenoid valve. The reported failure of "not locking" was confirmed and the root cause is also a defective solenoid valve. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review regarding the investigation findings of noisy and a failed weight test concluded that this was a repeat issue.

Event description:
It was reported that the spider 2 tenet's motor kept making noise and it won't lock. Incident occurred while setting-up to the procedure, so no patient was involved. A back-up device was available and no delay occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.